Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. No product was returned for evaluation. Clinical details noted that no kinks were observed on purge line, heparin was used in purge, and no biomaterial was visible on echo. Data logs were reviewed and left data logs from case show a gradual rise in purge pressure over a period of 7 hours before high purge pressure alarms were triggered. No motor current spikes were observed before purge pressure increase. The root cause of the high purge pressure is most likely due to a gradual buildup of biomaterial. The instructions for use referenced in the initial report is for the impella 5.5 with smartassist in section: using the automated impella controller with the impella catheter. G1-corrected MFR site name and address.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The complainant reported impella 5.5 support had high purge pressure 950mmhg and low pump flow 1,5ml. The purge line was checked, and the cannula was checked via echo, and there was no biomaterial visible. The motor current was monitored but the pump was ultimately explanted. There was no reported patient harm and the patient is noted to be stable.